Event description:
It was reported patient dropped o 2 sat and arrested after femoral nail was implanted and locked. Doctor was closing the wound. The hemiarthroplasty was done first, then the femoral rod. Patient died, possible pulmonary embolism.